Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during surgery. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor shows signs of previous use. The handle of the device has some scratches and gouges. The strike plate is also gouged and the black impactor tip is fractured. There is epoxy residue on the inside threads of the black poly impactor tip. Product information verified from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. Per the comprehensive reverse shoulder system surgical technique, impactor part 110028055 should be used to impact the comprehensive humeral bearing into the comprehensive humeral tray. Per the associated IFU, ¿where used uniquely for a particular implant system, consult that system¿s labeling for the detailed indications, contraindications, performance characteristics, and expected clinical benefit for the devices.¿ while it's unknown which implant was being impacted while this device fractured, the reported impactor is not compatible with any of the comprehensive reverse shoulder implants or tm reverse shoulder implants that were reported in the per; therefore, the reported event is due to user not following instructions. The reported event is confirmed from product return and the implanted products reported in the per. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.